Event description:
Boston scientific received additional information that this patient¿s system is continuing to exhibit multiple high out of range shock impedance measurements of greater than 125 ohms. The cause of this issue has not been conclusively determined and no intervention has been performed at this time. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shock impedance of greater than 125 ohms. At this time, additional information was unable to be obtained from the field and the cause of the impedance issue remains unknown. No intervention has been performed and the ICD and rv continue to remain implanted and in service. No adverse patient effects were reported.